Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking while on a plane. Reportedly, the customer threw away the leaking cartridge and was able to load a new cartridge. The customer's blood glucose level was 400 mg/dl and it was addressed with a correction via the pump.